Event description:
On (B)(6) 2016 patient underwent left knee computer assisted total knee arthroplasty with size #5 depuy cruciate substituting femoral component, size #5 cocr fix bearing depuy tray with 10mm polyethylene insert stabilized with 21mm patellar button. Patient recovered and was doing well until (B)(6) 2021. Patient admitted for arthrotomy, synovectomy and revision of tibial insert on (B)(6) 2021. Pathology report of synovial tissue of left knee joint diagnosis "granulation tissue with mild chronic inflammation and metallosis". FDA safety report ID# (B)(4).